Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-00150.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace68) and a neuron max 6f 088 long sheath (neuron max). During the procedure, physician noticed the ace68 was stretched upon removal, after completion of the first pass. It was also reported that the ace68 and neuron max became tight during use. No additional information has been provided. The procedure was completed using a penumbra system ace 64 reperfusion catheter (ace64). There was no report of an adverse effect to the patient.